Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Moving part detached- oral-b brush head [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that his wife used an oral-b professional care rechargeable toothbrush, and the moving part of the oral-b brushhead, version unknown detached. No symptoms developed.